Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast reconstruction with an unknown mentor tissue expander has experienced postoperative deflation on an unknown side. The surgeon reported a tear at the junction of the suture tab and expander wall. As a result, the patient underwent explantation on an unknown date, and the device was discarded.